Event description:
It was reported that the patient turns his stimulation off prior to driving when he goes out shopping. He does not carry his programmer. Stimulation turned on while he was opening a freezer at (B)(6). Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received reported that the patient opened the freezer and ¿this thing¿ started coming on. It was noted that the patient was at (B)(4) and it turned on.

Event description:
Additional information received reported that the patient was referred to a neurosurgeon for possible revision.

Event description:
It was reported the magnetic reed switch was enabled and the therapy was turning on and off when the patient encountered emi. It was reported the magnetic reed switch was disabled and the therapy stopped toggling on and off.

Event description:
Additional information received reported that the patient was at wal-mart in the freezer section and a freezer door hit him on the butt as it was closing. It was stated that this caused his therapy to shut off.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Lead model 3986a, lot# n208353, implanted: 2009 (B)(6), explanted: na; lead model 3986a, lot# n071535, implanted: 2009 (B)(6), explanted: na; extension model 748940, serial# (B)(4), implanted: 2009 (B)(6), explanted: na; programmer model 7434a, serial# (B)(4).